Event description:
A customer reported having multiple failures at startup, when trying to perform testing on plt and hgb. They were using an act diff 2 instrument. Erroneous results were not reported outside the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The field service engineer (fse) found a spike at the beginning of the platelet histogram and determined the rbc bath was causing noise. The hgb lamp also needed replacement. He replaced both and verified instrument. (B)(4).